Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer has been using humalog and apidra insulin with the pump.

Manufacturer narrative:
T:slim user guide indicates the cartridge is contraindicated for use with products other than humalog and novolog. No product returning for eval. Should additional info become available a supplemental form will be completed.